Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. Reimplantation is planned but has not taken place at the time of this report november 25, 2014.

Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.